Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional info UDI (B)(4). The intraocular lens (iol) was returned to manufacturing site for evaluation. One of the haptics was observed broken. There were surface residuals (fiber/particles) and appeared to be viscoelastic residue on the lens. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the condition of the lens no further testing could be performed. The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of process manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. Product problem should also have been included in the initial MDR that was submitted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient reported they were unhappy with the lens and that the lens was foggy. The lens was replaced with a model zcb00 lens. There were no reported complications or injury reported in the secondary surgery. The patient is doing fine.